Event description:
During a remote follow-up, episodes of pacemaker mediated tachycardia (pmt) and inappropriate automatic mode switching were observed on the device. It was reported that the patient experienced palpitations and a fast heart rate as a result of the pmts. No allegation of malfunction was made against the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.